Event description:
It was reported that the caller stated that the batteries were replaced three times in 24 hours on the external pulse generator (epg) while in use on a patient. Technical services (ts) recommended that the caller run a "battery drain test" on the epg and to call back if the device fails this test. The caller called back and indicated that the epg was "off" after an overnight test. The epg will be returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).